Event description:
The customer reported the video system was not displaying an image on the monitor and the system displayed a "no sync" message. There was no image on the medicapture either. The customer was trying to view the signal coming from the medicapture using the s-video signal, but the monitor was on the wrong input. The medicapture usb2000 was using composite video from the video system and there was no image. A new s-video cable was tried and the system was working as intended. There was no reported patient harm or impact due to this event.

Manufacturer narrative:
Attempts to retrieve additional information from the customer are in progress. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the no image could not be determined. Olympus will continue to monitor field performance for this device.